Event description:
The resident was being lifted into a bath tub, and while he was over the tubshell, the floor lift tipped over to the left. Resident was tipped into hub and unhooked. No injuries were sustained. Lift was taken away and used again later for other residents.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh magog inc., oh behalf of (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.